Event description:
The hospital reported that there was no current transfer on the vasoview 6 pro. The device was tested at another hospital using another erbe generator. The generator was functional and the device still had no current. The hospital did not report any pt effects. The customer intends to return the device in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is rec'd. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).